Event description:
A malfunction was reported on the pump, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on resetting the pump and assisted in the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.